Manufacturer narrative:
No button error alarm noted. Pump had no button response due to corroded keypad traces. No moisture damage on electronics and motor noted. Pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer dropped insulin pump in water and then received a button error alarm. Customer was able to dry and use insulin pump, but buttons began to be unresponsive. Insulin pump would need to be replaced.